Event description:
Eight (8) days status post metatarsal fracture repair (right foot) performed in 2006, the patient presented with a necrotic area on the foot. Bupivacaine 0.5% was infused directly into the incision. The pump (model # pm036 on-q painbuster soaker, 100 fill volume) used in this incident delivers 1 ml of a drug per hour when filled to the nominal fill volume (100 ml). Intervention surgery was reqired three weeks later, with one week of concomitant antibiotic treatment, and a wound vac was placed the following month.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter (surgeon). If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.